Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers mechanical valve. The reason for the replacement was reported as aortic stenosis and an ejection fraction of 60%. It was further reported that over the course of 8 days prior to replacement, the patient had symptoms of palpitations, dizziness and headaches. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that a section of the left cusp appears to have been removed. The valve is slightly distorted; oval shaped. Stent measurements: 24.97 mm x 26.58 mm. Stent post measurements: lr= 3°, rnc= -3°, ncl= -5°. All leaflets are in the closed position. All leaflets are stiff due to host tissue on the outflow. A section of the left cusp appears to have been removed for a histopathology sample. The free margin, adjacent to the nodule of aranti, on the non-coronary cusp is fold back, adhering to the host tissue on the outflow. All commissures are intact. Traces of pannus are observed along the sewing ring on the outflow, extending to the backs of all stent posts. Brown thrombotic appearing host tissue fills and stiffens all cusps on the outflow. An unknown amount of pannus appears to have been removed from the inflow and outflow of the valve. Radiography shows no evidence of mineralization in the stent and/or host tissue. Radiography shows the stiffening ring slightly bent but no evidence of fractures. The device history record (DHR) review was performed on the device. Based on the DHR review, all process parameters were within spec ification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. There were no non-conformances (ncmrs) identified and no deviations / rework noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A conclusive cause of the aortic stenosis and low ejection fraction could not be determined, but it is likely that the pannus found during analysis contributed. Pannus overgrowth and calcification are considered common potential causes for stenosis. Stenosis related risks are addressed in the current risk management file. Trends for these event types are being assessed per the criteria and no further action is recommended at this time. This investigation was completed with the information that was provided. If additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor field performance for similar events should they occur. Updated data: d.4 d.9 h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.